Event description:
The manufacturer representative (rep) reported that they ran impedance measurements multiple times on the day of the report and had "???" And >4000 ohms on all contacts. During the call, the patient ran the tests at 3.0v, 180usec, and 14hz. All contacts were >4000ohms and there were no "???" Present. The patient could feel simulation during the impedance test. It was further mentioned that the patient lost stimulation and therapeutic effect around (B)(6) 2016. This was reported as a sudden change in therapy/symptoms. The patient tried different programs, but they did not have any effect. Prior to a reported power on reset (por) message, the rep mentioned that they system was "all over the place." It was clarified there were frequent incidents of poor communication with the programmer at least six months prior to the report. There were no falls or traumas associated with this event. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.